Event description:
Lab report((B)(6) 2023): the results are as follows: sample ID: (B)(6) post - 440,000 mpn/ml (above acceptable limit). Based on these results, the device is above the acceptable limits for water quality. To remediate the device contamination, the facility can either perform an internal water path replacement (iwpr) or participate in cardioquip's trade-in program.

Manufacturer narrative:
An hpc test was conducted on the customer's device. The results came back outside of cardioquip specifications for bacterial contamination. Cardioquip notified the customer of the failed water sample results and their recommendation of an internal water path replacement on (B)(6) 2023. Cardioquip has since received a purchase order from the customer for this repair. As of the date of this report, cardioquip is waiting to receive the device and begin the repair. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Manufacturer narrative:
Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Lab report((B)(6) 2023): the results are as follows: sample ID: (B)(6) -post - 440,000 mpn/ml (above acceptable limit). Based on these results, the device is above the acceptable limits for water quality. To remediate the device contamination, the facility can either perform an internal water path replacement (iwpr) or participate in cardioquip's trade-in program.